Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and was no longer using the scs system. The physician explanted the scs system.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and was no longer using the scs system. The physician explanted the scs system.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2158-50, serial: (B)(4), batch: 17856378. Product family: scs-linear leads: upn: (B)(4), model: sc-2158-50, serial: (B)(4), batch: 17856378.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and was no longer using the scs system. The physician explanted the scs system.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and was no longer using the scs system. The physician explanted the scs system.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 17925201. Product family: scs-splitters upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 18117905. The returned ipg sc-1132(134084) was analyzed, passed all tests performed, and exhibited normal device characteristics. External visual inspection of sc-2158-50 (3000597 and 3000604) and sc-3400-30 (662404) found no anomalies. Analysis of sc-2316-70 (3004874) revealed that the lead exhibited 12 cable fractures in multiple places, at the click site, and in the proximal array. Since there was no report about impedance anomalies, those fractures most likely were introduced during the explant procedure as being pulled out during the procedure. Product labeling reviews identified that the devices were used per the directions for use (dfu) / product label. Persistent pain at the ipg or lead site are noted within the dfus as potential complications associated with the use of the devices the investigation concluded that the reported event was not confirmed through device analysis. No problem has been detected with ipg sc-1132(134084), leads sc-2158-50 (3000597 and 3000604) or lead splitter sc-3400-30 (662404). The probable cause of the cable fractures on lead sc-2316-70 (3004874) are most likely due to the explant procedure.